Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, there were difficulties with the placement of the right atrial (ra) lead as it could not be fixed after multiple attempts. A new lead was attempted however, it also exhibited placement difficulty and, after it was implanted in place and the tip end was screwed out, it was dislodged after the plastic steel wire was withdrawn. It still dislodged after multiple attempts. The ra lead was ultimately abandoned, and a 3830 lead was inserted into the atrial interface of the dual-chamber implantable cardioverter defibrillator (ICD). The leads were attempted/not used and replaced. No patient complications have been reported as a result of this event.